Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device longevity had 4 years remaining and replacement was scheduled. This device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted, a new device was implanted and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was suspected of premature battery depletion (pbd). The device longevity had 4 years remaining and replacement was scheduled. This device remains in service. No adverse patient effects were reported.